Event description:
A surgeon reported that when this product was received, the box was wet and there was condensation inside the blister pouch. The product was used on a patient and resulted in an eye infection. In a follow up with the surgeon, it was reported the event for the patient was increased inflammation, not infection, and was treated with antibiotic and steroid drops. No cultures were performed.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).